Manufacturer narrative:
No product has been returned for evaluation as customer refused return. Radiographs provided confirmed the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received that alleged that the magec rod was broken at the actuator. A revision procedure was completed in september 2019.